Event description:
This lv lead was implanted on (B)(6) 2015 and explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017. Stating that this lead was extracted due to twidling. Additional information received on (B)(6) 2017 that this lead was dislodged. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).